Event description:
Clinical study 037-036 same case as MDR 600089-2006-00761. Four hundred an eighty days following a coronary artery drug eluting stenting treatment procedure, a death event occurred. Index graft procedure performed on lesion 1 prox cx, described as 3.75 in diameter, 80% stenosed and 20 mm length treated with a 3.0 x 24 mm taxus express 2 eluting stent. Lesion 2 was located in prox cx, 2.5 mm in diameter 90% stenosed. 12mm in length mild calcification moderate tortuosity and treated with a 2.5 x 16mm taxus express 2 eluting stent. Patient was hospitalized for 30 days prescribed asa medication upon discharged. This was considered an urgent or emergent procedure. Patient with newly diagnosed metastatic colon cancer during index hospitalization. Patient enrolled in the hospice program until death. Death discovered through social security death registry. Device relationship is unknown.